Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with the patient¿s right atrial lead [sn: (B)(4)] exhibiting low impedance, inadequate capture and noise. The patient¿s right atrial lead was capped on (B)(6) 2018 but was not replaced. It was further reported the patient presented with the patient¿s right ventricular lead exhibiting r-wave amplitude variation and inadequate capture and this lead, too, was capped on (B)(6) 2018 albeit this lead was replaced. The patient was in stable condition.